Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72", and "pacer fault 116". Complainant indicated that there was no pt involvement in the reported malfunction.